Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 400 mg/dl. Troubleshooting was performed on customer's insulin pump per patient's request. Customer advised the device alarmed sensor error, weak signal and overdue alert. Customer treated their high blood via self-insulin however their blood glucose remained high.